Manufacturer narrative:
Suspected root causes: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized, insertion over a bent guide wire.

Event description:
Customer reported that biosteon screw broke during screwing in the femur during acl reconstruction procedure. The front part of the screw remained in pt's bone. The surgery was completed successfully, as the part of the screw which was implanted provided sufficient support for the ligament.